Event description:
It was reported that the insulin pump alarmed motor error and that another insulin pump was broken. The caller did not provide the blood glucose reading. He did not have the serial number for the insulin pumps, so none of the device information could be accessed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.